Event description:
A caller reported a malfunction on their pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue, and the code did not recur. The customer was instructed to continue using the pump and to contact technical support if any malfunction codes appeared again.